Event description:
The pt called lifescan and alleged the one touch fastake meter was reading inaccurately erratic. Readings. Of 242 mg/dl and 88 mg/dl were obtained within 10 minutes. (Not within criteria of lifescan precision) no medical attention was received. The customer care rep performed troubleshooting and twice the control solution test was not within range. Based on the info obtained there is indication the product malfunctioned. The meter and test strips were replaced and return is expected.